Event description:
Procedure: lower anterior recection. Reportedly, the stapler was closed on tissue and fired, however, no staples were dispensed. The surgeon cut the tissue and there was some bleeding. However, the amount of bleeding is not known. The surgeon finished the procedure by suturing.